Event description:
It was reported that the patient's internal device was explanted due to abscess which required IV antibiotics (type unknown). The patient was reimplanted with another advanced bionics device.